Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms starting 0230. When it was initially reported in the middle of the night, the alarm was identified to be intermittent. Hydration was recommended and then present to the emergency room if the alarm persisted. When the patient arrived around 1500, it was noted that the alarm was a continuous low flow alarm that started in the middle of the night. Echocardiogram was done that showed stable mild right ventricular dysfunction, aortic valve opening with every beat, decreased inflow cannula velicity, blood pressure in 100/60s, and elevated b-type natriuretic peptide (bnp) 1200. Chart review showed flows were 4.1 in (B)(6) 2025. Computed tomography (CT) was planned for the next day. Log files were sent to as the team was not sure if it was outflow graft compression or ingestion. Lactate dehydrogenase was 200, plasma free hemoglobin was 40, and international normalized ratio (inr) was 2.5. The log files captured persistent low flow events throughout the log file with flows noted as low as 1.2lpm. Pulsatility index (pi) values during these low flows were hanging around the 3 range and were non-variable. The patterns seen in the log file were consistent with a potential obstruction in the ventricular assist device (vad) circuit. A computed tomography angiography (cta) was to be performed to confirm the obstruction.